Manufacturer narrative:
Based on the difference in the results received, the event was consistent with mis-sampling of the patient sample, which is caused by poor sample quality. The investigation determined the event was due to pre-analytical handling issues.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na), potassium (k), and chloride (cl) on a cobas 8000 ise 1800 module. On (B)(6) 2025, the initial na result was 138 mmol/l. On (B)(6) 2025, the sample was repeated twice with results of 136 mmol/l and 132 mmol/l. On (B)(6) 2025, the initial k result was 5.0 mmol/l. On (B)(6) 2025, the sample was repeated twice with results of 6.2 mmol/l and 4.7 mmol/l. On (B)(6) 2025, the initial cl result was 104 mmol/l. On (B)(6) 2025, the sample was repeated twice with results of 172 mmol/l and 96 mmol/l.

Manufacturer narrative:
No electrode lot numbers with expiration dates were provided. On 10-jul-2025, the field service engineer (fse) performed a bottom side wash, replaced the sipper nozzle, and ran a wash rack. An ise check, calibration, and precision were all acceptable. The investigation is ongoing.